Manufacturer narrative:
Hologic technical support (ts) reviewed logs and saw the wl in question had multiple positives in a row. Customer indicated they loaded all the samples from a single facility together. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues, concluding the increase in positive samples was due to sample mishandling. Ts relayed these findings to customer and provided them with a letter response. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 002934-20210309-35, using assay lot 290566 on panther instrument sn (B)(4) which had 61 discrepant results out of 169 total samples. Customer recollected the initial positive samples and ran them on an abbott platform where they resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.